Manufacturer narrative:
Section a5a, 5b: additional information. Section d10: additional information. Section h3: additional information. Manufacturer's investigation conclusion: the reported connection difficulty could not be reproduced and no device-related issues were found during the evaluation of the returned modular cable, lot number 6877090. The modular cable was returned in like-new condition. The outer jacket and bend reliefs showed no evidence of damage or discoloration. Examination of the modular cable inline connector and controller connector revealed no evidence of bends or other damage to the pins. The area around the pins did not show any evidence of fluid ingress. The contact blocks and screw threads of both connectors showed no evidence of damage that would have contributed to the reported event. The inline connector o-ring was properly seated within its groove and showed no signs of damage. The modular cable was successfully connected to two test pump cables and the locking nut was fully threaded to hide the yellow line each time. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed electrical testing without issue. The hm3 lvas IFU provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. This document states that the yellow line on the threaded portion of the inline connector should be fully covered to ensure a secure connection. Furthermore, this IFU warns that a complete back up system must be available on-site and in close proximity for use in an emergency during implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 0 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported the modular cable included in implant kit did not connect fully during device preparation prior to implant. It was attempted multiple times to tighten modular cable to pump cable but a complete connection was unable to succeed. The yellow line was still exposed despite fully tightening cable. A replacement modular cable was opened and attached with no issues. There were no adverse patient consequences as this happened prior to patient use. It was reported the modular cable will be returned for evaluation. No additional information was provided.